Manufacturer narrative:
(B)(4). (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient was thin with lumbar fixation and bone graft was used. Post op, the patient had huge seroma.